Event description:
It was reported that during a vagotomy procedure, the device delivered an incomplete staple line. The procedure was completed with another like device. There was no patient consequence.